Event description:
Patient stated her two tymlos arrived with no snapper to cover the pen needles, so she was left with no needles on her tymlos. She also said in the beginning she had a problem where she was hitting capillaries, so her sharps container got very full, but now she is doing better. No additional information is available.